Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump had unresponsive buttons; all of the keys failed according to electrostatic treatment. The patient's blood glucose was normal and did not require medical treatment. No further details were provided. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector on the lcd board. The insulin pump had minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.